Event description:
A nurse reported a pt with toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. In a f/u, the nurse reported the pt presented with symptoms of corneal edema on the first postoperative day. The pt was treated with medications. The outcome of the event is unk. No cultures were taken. In the surgeon's opinion, it is unk if the device caused/contributed to the event. There are three medical device reports associated with this event. This report is for the iol.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported for this lot. Additional info was requested by phone, fax and mail on 04/16/2012, 04/17/2012 and 04/26/2012. A completed questionnaire was received. (B)(4)..